Event description:
This rv lead was implanted on (B)(6) 2002 and was previously capped on (B)(6) 2017. A call was placed to technical services on 8/2/2017 stating that this lead was involved in an infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).